Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer was treated with manual injection high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer stated that they also received insulin flow block alarm. Customer alleges insulin pump was under delivering insulin because blood glucose was not going down when they bolus. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis